Manufacturer narrative:
Concomitant medical products: 995ms29 valve implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed previously for the same issue. The lead remains in use. No patient complications have been reported as a result of this event.